Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient with ruptured aneurysm disease underwent an unknown surgery on (B)(6) 2020, during the surgery, the head part of one of screw out of four was broken and two of the screw out of four could not held at the time of insertion the screws. Only one screw out of four was able to be used. The surgery was completed without a surgical delay by using same type of other 4 screws. Patient outcome was unknown. Concomitant device reported: unk - plates: matrixneuro (part# unknown; lot# unknown; quantity 1), unk - screws: matrixneuro (part# unknown; lot# unknown; quantity 1). This is report 01 of 01 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4 lot number 22p7001 or 22p7032. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional device product codes: gwo; gxr. D4: catalog number 04.503.104.04s consists of 4 screws. Therefore reported all 3 screws (1 broken and 2 could not held during insertion) are reported under this one report. H3, h6: a product investigation was conducted. Visual inspection: we received 3(three) screws back for investigation here at customer quality zuchwil. Two screws are damaged at the tip and one screw was found broken between the screw-head and screw-shaft. All screw-recesses are in good condition. All features related to the reported complaint condition were reviewed and no other issues were identified. Functional test: a functional test is only applicable for the two screws with the damaged tipy. Unfortunately, all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred, hence a functional test is not appropriate. Dimensional inspection: for all received screws, a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: due to the received condition of the devices, the reported complaint condition can be confirmed. However, based on the findings above no fault could be found in material or during the production. This failures, damage and breakage, are typically consistent with inadequate handling of the device in combination with excessive force application. As these screws are very small and quite fragile, a lot of care is required while handling, see also precautions instructions at page 7 of the surgical technique guide 036.000.608 dsem/cmf/0614/0016(1) 09/15. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed h3, h4, h6: a device history record (DHR) review was conducted: part number: 04.503.104.04s , lot number: 22p7001 , manufacturing site: bettlach, release to warehouse date: 04 november 2019 , expiry date: 01 october 2029. A manufacturing record evaluation was performed for the finished device with lot number 22p7001, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.